Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. This lead has not been returned for analysis. If information is provided in the future, or following analysis if the lead is returned, a supplemental report will be issued.

Event description:
Additional information was received indicating this lead was explanted and a pacemaker system was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Records indicate this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this single coil implantable defibrillation lead exhibited a gradual rise in shock impedance measurements including a high out of range measurement. The average shock impedance measurement for this lead was 120 - 125 ohms. No adverse patient effects were reported.